Event description:
It was reported via repair work order that the bed lift was drifting due to malfunction lift motor drive kit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed would drift down due to a damaged lift ball screw assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the bed lift was drifting due to malfunction lift motor drive kit. Supplemental submitted as the investigation concluded that the bed would drift down due to a damaged lift ball screw assembly.